Manufacturer narrative:
Medwatch sent to FDA on 05/17/2016. The reporter of the event was asked to return the product for analysis. The device has not yet been received by apollo, therefore no analysis or testing has been done. A review of device labeling reveals: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon had "experienced abdominal pain and impaction of the balloon in the antro. It was noticed by physical examination of the patient noticing palpable balloon. Doctor performed endoscopy and found a great volume of air in the balloon." The orbera was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and a visual examination noted the shell to be discolored, as it appeared blue in color. Approximately one quarter of surface of the shell was noted to be discolored, and appeared dark brown in color. White and brown particles were noted on the outer surface of the device. A tear, approximately 0.5 inches in length was noted on the radius of the device. A valve test was performed, and no blockage or resistance to flow was noted. An air leak test was performed, and noted leakage from two locations. Under microscopic analysis, three striated openings were observed, including the tear noted upon visual analysis; the openings are consistent with damage caused by device removal tools. Five non-penetrating nicks/scratches were also observed on the device shell.